Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report: (B)(6) 2021. Follow-up information received from qa department on 22-apr-2021 (complaint number: (B)(4)). The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. On (B)(6) 2019, there was one attribute defect recorded for the batch for product does not meet design intent. Adjustments were made by added lubricant to the brine carriage. The last six minutes of potentially nonconforming product was isolated. A 100% inspection was performed and 872 wraps were scrapped and no other defects were found. There were no wrap variable defects recorded for the lot. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-27465, effective date: (B)(6) 2019. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Per sop-108349, consumer return samples and retain evaluations, effective date 30-jul-2020: inspection of retain samples. The visual inspection of a retain sample included six pouched wraps shows no obvious defects. Form -46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2021. An evaluation of the complaint history confirms that this is the first complaint for the sub class md incident received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. The trackwise digital (twd) complaints search was performed for the defect subclass md incident. Md incident is a new defect subclass created in the angelini pharma twd complaints system. Complaint investigations were previously handled in the legacy quality tracking system (qts) until (B)(6) 2021 and there was no complaint subclass listed as md incident in legacy qts. As a result the scope of search includes trackwise digital (twd) complaints with date contacted starting at (B)(6) 2021 (the implementation date of twd complaints). The following trackwise digital (twd) complaints search was performed: twd complaints scope: date contacted: (B)(6) 2021 through (B)(6) 2021 manufacturing site: angelini albany / complaint class: undesirable side effect / complaint sub class: /md incident the twd search returned a total of one complaint for the flexible use xl products during this time period for the class/subclass. The complaints has not been confirmed to have a manufacturing related process root cause for a complaint of md incident. Based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass md incident for flexible use xl products, refer to the attached trending chart md incident flexible use xl (B)(6) 2021 to (B)(6) 2021. There is no further action required. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the information provided, the events burn blister and burning sensation device used as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare flex use xl md incident mentions that burn blister and burning sensation could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse eventsmedical device is plausible. Based on the information provided the causal relationship between thermacare flex use xl md incident and events is considered as possible. Batch cm3235 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class md incident received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. There is not a trend identified for the subclass md incident for flexible use xl products, in regards to the trending chart md incident flexible use xl (B)(6) 2021 to (B)(6) 2021. There is no further action required. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Angelini pharma s.p.a forwarded an icsr to bridges consumer healthcare via email on (B)(6) 2021 involving a female consumer (age unspecified) who was using an unspecified thermacare heat wrap. Angelini pharma s.p.a control # is (B)(4). Report verbatim: this is a serious health authority (all other serious incident) spontaneous case (manufacturer control number (B)(4)). The case is an initial report from germany received on (B)(6) 2021 from a pharmacist through bfarm (bfarm case number: (B)(4)). This case report concerns a female patient born in 1975 who applied one patch of thermacare heat wraps (lot number: cm3235, expiry date: unknown), topically for an unknown indication on unknown date. Medical history and concomitant medications were unknown. On (B)(6) 2021, after thermacare heat wraps initiation, the patient experienced burn blisters. She administered the heat patch onto the skin according to the instructions. Due to a strong burning sensation the patient removed the patch five to six hours after administration. She noticed burn blisters on her skin. In the past, the patient had already used heat patches of other batches without any problems. The outcome was unknown.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report: (B)(6) 2021.

Event description:
(B)(6) forwarded an icsr to bridges consumer healthcare via email on (B)(6) 2021 involving a female consumer (age unspecified) who was using an unspecified thermacare heat wrap. (B)(6) report verbatim: this is a serious health authority (all other serious incident) spontaneous case (manufacturer control number (B)(4)). The case is an initial report from (B)(6) received on (B)(6) 2021 from a pharmacist through (B)(6). This case report concerns a female patient born in 1975 who applied one patch of thermacare heat wraps (lot number: cm3235, expiry date: unknown), topically for an unknown indication on unknown date. Medical history and concomitant medications were unknown. On (B)(6) 2021, after thermacare heat wraps initiation, the patient experienced burn blisters. She administered the heat patch onto the skin according to the instructions. Due to a strong burning sensation the patient removed the patch five to six hours after administration. She noticed burn blisters on her skin. In the past, the patient had already used heat patches of other batches without any problems. The outcome was unknown.